Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
Patient experienced eye irritation and light sensitivity in the left (os) eye and sought medical treatment. The patient alleges she developed a corneal ulcer as well as a corneal abrasion and was prescribed vigamox and cyclopentolate. Good faith efforts have been made to obtain medical information without success. This event is being reported out of an abundance of caution due to the incomplete diagnosis, lack of medical information, and unknown resolution.